Event description:
In 2004, during a CT procedure, the pt received a slight amount of air. The IV was started in radiology while the pt was on the CT table. The syringe was loaded and the tubing connected. The line was purged of air and connected to the patient's IV. During the reading of the CT images, the radiologist noted air on the images. Radiologist documented the amount of air as 1 cm. No injector service was requested. The pt suffered no symptoms from this event. Customer indicated that they did not feel there was a problem with the injector and that it was still in service. They did not want a service call to check out the unit and felt that it was un-necessary. Injector is not suspected and is still in service.

Manufacturer narrative:
Liebel flarsheim manufacturing report: per customer, only 1 cc of air was reported and was found well after pt was released. No complaints or issues were reported by the pt. Customer reports that they did not need a service call to check but the unit as they do not feel it was a problem with the injector.